Manufacturer narrative:
One device was received for evaluation. Visual inspection found the device was observed to be in good condition. There was no evidence to review in the device's event history log. Functional testing was performed. Upon review, the reported problem was duplicated. The root cause was unable to be determined, however; the pwa board was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period. D3, g1,g2 email is: (B)(6), b3: unknown, corrected data: health effects corrected.

Event description:
It was reported the pump alarmed error code 41171. ?no adverse patient effects were reported by the customer".

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.